Event description:
The consumer and manufacturer representative reported that the patient was in the hospital for a procedure on (B)(6) 2015 and their stimulation was turned off without their knowledge. The patient had a return of symptoms and pee would come completely out until (B)(6) 2015 when they turned stimulation back on again. The patient had a partial hysterectomy and their cervix was burnt to remove cancerous tumors and stop bleeding on (B)(6) 2016 and now the patient was urinating uncontrollably since (B)(6) 2016. The patient was peeing all over themselves anytime they would cough, or sit down, or walk. The patient had recent emi environmental exposure and the implantable neurostimulator (ins) was not turned off for their surgery. The patient thought that maybe they burned a wire or their stimulation was turned off or turned down. The patient did feel stimulation. The patient would have an appointment with their health care provider (hcp) on (B)(6) 2016 and wanted the manufacturer representative to be present. The manufacturer representative spoke with the patient and thought that the device perhaps got shut off. The patient was going to get batteries for their remote and call back for troubleshooting over the phone. If that did not work, the manufacturer representative would arrange the patient going to their hcp's office to take a further look. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.